Manufacturer narrative:
This report is being updated to provide investigation findings and corrected information reported by the customer. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. Conclusion: the definitive cause of the reported event could not be determined. Based on the physical findings of bent video connector socket terminal, it is likely the connection with the endoscope is unstable. It is possible this was caused by wear (since the device is approximately 7 years old) and damage due to excessive pressure during connection.

Event description:
Corrected information provided by the customer: the image was "snowy".

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The user report was confirmed due to bent terminal contact pins inside the receptacle board. Additionally, the front panel warning label was becoming illegible and replacement was recommended. A software upgrade from version 3.01 to 3.10 was recommended. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer the visera elite video system center displayed a b30 error message during preparation for use. There was no patient/user injury or harm reported to olympus.